Event description:
It was reported that lead dislodgement was observed. The lead was replaced when respositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.